Event description:
It was reported that the patient implanted with this pacemaker experience syncope due to an unspecified product performance anomaly. The patient was then transferred to the emergency department where the patient experienced another syncopal episode. This device was remains in service. No additional adverse patient effects were reported.